Event description:
It was reported that one day post-implant, an interrogation revealed the right atrial (ra) lead was not capturing. A fluoroscopy confirmed the lead was dislodged. The physician decided to implant a new lead. Acceptable readings were measured with placement in the appendage area. However, after the pocket was closed, an interrogation showed sensing of rv activity only. A fluoroscopy confirmed, the second implanted ra lead was displaced. The second lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2014. (B)(4).